Event description:
It has been reported that the device repeatedly gave the "analyzing" and "analyzation interrupted" voice prompt during a patient use event. The patient did not survive.

Manufacturer narrative:
(B)(4).